Event description:
During the sample evaluation, a minicap transfer set leaked with the twist clamp closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which revealed broken occluder legs on the main body of the twist clamp. Leak, clear passage, and clamp function tests were performed and a leak through the closed clamp was observed due to the broken occluder legs.the sample did not meet specifications. The cause of the condition could not be determined however, potential causes of the occluder feet damage include if the device was exposed to foreign solvents, dyes, or cleaning agents that could damage the transfer set materials or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.